Event description:
Customer reported a discrepancy between his sensor glucose and blood glucose readings. His sensor reading would be 40 mg/dl and his blood glucose would be over 100 mg/dl. He also stated that his insulin pump went into threshold suspend. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).